Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient was transplanted. The vad coordinator reported that the patient was moved up to status 1a after recurrent gi bleeding. The pump was operating as intended and was disposed of. No other information is available.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.